Event description:
Caller reported damage to a tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies, and the charging supplies were still functional. Cts to replace pump. Customer will continue to use current pump.